Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during intraocular lens (iol) implantation procedure, when iol was implanted halfway, the lens was clogged in the delivery system and could not be implanted. The surgery was completed using another iol. Additional information was requested, but no further information is available.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. The product was returned for analysis and the reported complaint could not be observed. Intraocular lens (iol) was returned outside of the device. The device was returned in a clear plastic bag in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is advanced outside the nozzle tip. A segment of the iol is present above the plunger in the nozzle tip area, stress marks are visible on the nozzle tip. Iol is returned in the clear zip lock bag. Solution is dried on both surfaces of the optic. Both haptics are broken/torn. A part of one haptic is returned. The other haptic is not returned. The product investigation could not identify the root cause for the reported complaint "iol was clogged and could not be implanted". The lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. The reported complaint is lacking in relevant information such as viscoelastic used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the product contributed to the event. On the evaluation of the product, damage was observed to the tip of the nozzle. The observed damage typically occurs if there is lack of viscoelastic between the lens and the cartridge lumen and/or if the plunger is not positioned correctly at the trailing optic edge for advancement. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the nozzle causing damage. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).